Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 277 mg/dl at the time of incident. Troubleshooting found that the pump has a constant audible tone that cannot be cleared. It was also found that the pump has already been replaced for the customer.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly also, the motor had moisture damage. Unable to verify notification light anomaly, vibrate anomaly or black display anomaly due to blank display. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump had a scratched case.